Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: two (2) batteries (bat903388, bat903409) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection. Functional testing of bat903388 revealed that the battery was received in an inoperable state; the battery was unable to charge or provide power. Additionally, all four (4) green light emitting diodes (leds) on the battery were unresponsive when the gas gauge button was pressed. During functional testing, test equipment was unable to properly read the battery status due to a communication problem with the main integrated circuit (ic). Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main ic. Supplemental testing revealed that the battery was unable to be fully reset, indicating a fault with the main ic. If a battery in an inoperable state is connected to a battery charger, the battery charger status indicator will flash red after eight (8) hours due to a charge time-out. Functional testing of bat903409 revealed that the battery was unable to charge or provide power due to an enabled safety flag. As received, all four (4) green gas gauge indicator leds on the battery were on when the gas gauge button was pressed. This safety flag is enabled due a memory corruption within the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller. This memory corruption causes the battery to become inoperable. The battery regained functionality after the flag was cleared, which was done by sending reset commands to the battery. If an inoperable battery is connected to the controller, the controller will be unable to recognize the battery or display the battery indicator light and will result in a power disconnect alarm. As a result, the reported event was confirmed. The most likely root cause of the reported not charging event involving bat903388 can be attributed to a fault of the integrated circuit that controls the battery. The most likely root cause of the reported battery not recognize by the controller and alarm event involving bat903409 can be attributed to a memory corruption of the battery, triggering a safety flag that rendered the unit inoperable. CAPA pr00519785 is investigating these battery issues. Additional products: battery bat903409 d9: yes, return date: 20-aug-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02013 h6: FDA method code(s): b01 an internal investigation is pending. A report will be sent when root cause for the internal investigation has been determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction to: -d10: continuation: ddmb1d1 ICD implant date: (B)(6) 2018, 407652, 693565 leads implant date: (B)(6) 2012 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for an update to the product event summary and annex c and d codes. Product event summary: two (2) batteries (bat903388, bat903409) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection. Functional testing of bat903388 revealed that the battery was received in an inoperable state; the battery was unable to charge or provide power. Additionally, all four (4) green light emitting diodes (leds) on the battery were unresponsive when the gas gauge button was pressed. During functional testing, test equipment was unable to properly read the battery status due to a communication problem with the main integrated circuit (ic). Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main ic. Supplemental testing revealed that the battery was unable to be fully reset, indicating a fault with the main ic. If a battery in an inoperable state is connected to a battery charger, the battery charger status indicator will flash red after eight (8) hours due to a charge time-out. Functional testing of bat903409 revealed that the battery was unable to charge or provide power due to an enabled safety flag. As received, all four (4) green gas gauge indicator leds on the battery were on when the gas gauge button was pressed. This safety flag is enabled due to a memory corruption within the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller. This memory corruption causes the battery to become inoperable. The battery regained functionality after the flag was cleared, which was done by sending reset commands to the battery. If an inoperable battery is connected to the controller, the controller will be unable to recognize the battery or display the battery indicator light and will result in a power disconnect alarm. As a result, the reported event was confirmed. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported event has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial #: bat903409 h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system battery, model #: 1650 / catalog #: 1650 / expiration date: 31-aug-2021 / serial#: (B)(4) , UDI #: (B)(4) . Device available for evaluation: no. Mfg date: 20-aug-2020. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were defective. On one of the batteries, the indicator light showed the battery was fully charged, but when connected to the controller no light showed up and an alarm sounded. On the second battery, the power light showed no charge, and when connected to the battery charger, the battery charger blinked red. The batteries were exchanged. No patient complications have been reported as a result of this event.